Manufacturer narrative:
(B)(4).

Event description:
(B)(4). It was reported that the respiratory physician believed that while the ventilator was in neurally adjusted ventilatory assist(nava) mode, it took too long to switch to back up ventilation during a patient apneic period. The patient went into cardiopulmonary arrest soon after the period in question. The staff was unable to ventilate the patient manually and the endotracheal tube had to be removed and replaced. The ventilator was removed from service. The final patient outcome was no injury. (B)(4).

Manufacturer narrative:
According to the received information from the hospital the endotracheal (et) tube was replaced due to inability to ventilate the patient with a manual bag resuscitator. After replacement it was found that the et tube was occluded and that the reported problem originated from the occluded et tube. No service was requested since the problem originated from the occluded et but the device logs were downloaded and sent for evaluation. After the et tube was replaced the ventilator was returned to use on patient. The evaluation of the device logs show that the actual ventilation period was on-going for 12 hours. It started in a pressure regulated volume controlled (prvc) mode and was the last hour changed to nava mode. In the prvc mode several alarms for regulation pressure limited were generated and also alarm for low expiratory minute volume. Alarm for regulation pressure limited is generated when the set volume is not attained due to imposed restriction of the set upper pressure limit. In the nava mode several alarms for no patient effort was generated and also alarms for low expiratory minute volume and low respiratory rate. The device logs show that the ventilator alarmed for the situation. Our conclusion is that the cause of the event was the occluded et tube and there was no technical failure with the ventilator. (B)(4).

Event description:
(B)(4).